Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump was lost for two days now. The night the insulin pump was lost his blood glucose level was 37 mg/dl. His low blood glucose level was caused by the yard work he was doing. His blood glucose level was treated with candy, milk, and a sandwich. The device was not returned.